Event description:
During an ablation procedure, it was reported that, prior to inserting the probe through the robotic probe driver, the cooling and pilot light were checked. No issues were noted at this time. The volumetric MRI scan was run, coordinates were entered, and the ablation started. For the first minute, the ablation went as planned and the probe functioned as intended. After the first minute passed, it was noted that the sidefire probe being used was not observed to be heating the targetted lesion. Since the stopping point has been reached, a new burn was started at the same point. The user began ablating again after starting the MRI, with no heat being noted on the noise mask. The ablation was paused, and upon walking into the MRI, the probe was inspected and a red pilot light was visible halfway up the probe wire. The probe was removed and was sent back to the monteris headquarters. A new probe was inserted, and the ablation continued without issue. There were no patient complications reported in relation to this event.

Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: -"laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser" -"to avoid equipment damage and patient injury, do not continue to deliver laser energy if no elevation in tissue temperature is observed." -"a non-existent or weak visible laser aiming beam may be an indication of an improperly connected laser fiber. If this condition occurs, do not continue as it may result in equipment damage or injury to patient." No harm was observed in this event, and the event description provided by the clinical specialist indicates that these instructions for risk mitigation were followed. Therefore, these risk mitigations remain effective.